Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the chair is getting a 4 flash on the joystick intermittently. He states it does happen while the end user is driving. Customer wanted a quote for both motors. Customer states it happens on all types of surfaces, including level surfaces and obstacles. Dealer states the last time it cut off on the patient was last night in her apartment. She is able to get it to work by resetting the joystick. No further information provided.